Manufacturer narrative:
Pi(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted to treat pelvic organ prolapse and urinary stress incontinence. Within a week of the surgery, it was reported that the patient began to experience bleeding and sharp abdominal pains. The pain was described as very intense, sharp pains, like someone was rubbing a metal brush inside the lower abdomen. It was also reported that the patient began to experience dyspareunia and had problems eating food. The patient continued to have issues with bladder control and the procedure did not completely resolve the issue. It was further reported that six weeks after the surgery, it was concluded the mesh product had begun to erode, and this was likely the cause of the symptoms. On (B)(6) 2013, the patient underwent a surgery to remove the mesh. They were unable to remove all of the mesh. Following mesh removal, the patient¿s symptoms improved so that there was significantly less pain and bleeding, however, the patient continues to feel pain and soreness in her pelvic region as a result of the surgeries. It was reported that the bladder condition has worsened and there are days where the patient has very little bladder control. It was also reported that as a result of the complications and surgeries the patient is unable to do as much housework, unable to return to work and unable to take part in sexual relations.